Event description:
It was reported the patient suddenly had symptoms of left body tremors and their muscular rigidity was exacerbated on 2015-(B)(6). A programming appointment had been scheduled. A replacement was planned for april. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)